Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as rubbed raw from garment digging into the skin. There was no alleged device malfunction contributing to the irritation. The patient service representative, who is also a nurse, recommended a hydrocortisone cream for the skin irritation follow up indicated that the skin irritation improved.